Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope experienced an error 216 (scope communication error). The time of the event and the associated procedure are unknown. No patient harm was reported.

Manufacturer narrative:
Updated fields: b5, d8, d10, h2, h3, h6, h11 this supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no electrical continuity due to corrosion on distal end. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction of no electrical continuity due to corrosion on distal end: cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received stating the event occurred at the beginning of a diagnostic procedure, with no other devices involved and no associated delay. The procedure was completed with a different device.